Event description:
Additional information was received that the lead that was extracted and damaged during the procedure. Subsequently, the lead was discarded. No adverse patient effects were reported.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. The lead was attempted to extract together with the device but due to the patient having 2 leads from opposite side and adhesions on the distal coils on the tricuspid valve, the extraction was unsuccessful. Subsequently, an open chest extraction was performed the day after with success. This lead was explanted. There were no additional adverse effects reported.

Manufacturer narrative:
The lead will not be returned as it was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.